Event description:
Reportedly, the right ventricle lead is detecting noise. The lead was replaced one month ago and it is still detecting noise. The patient is dependent. Where the noise is coming from?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported issue: there is ventricular oversensing on the right ventricular channel. The device implanted on (B)(6) 2022. From the provided data, the right ventricular lead (ICD lead) is boston reliance 4 front (s/n (B)(6) which is an integrated bipolar ICD lead on 14 october, the ventricular lead present with stable electrical measurements. The ventricular oversensing occurred for the first time on (B)(6) 2022. All recorded episodes from (B)(6) 2022 to (B)(6) 2024 presents with ventricular oversensing. The date and the time of these episodes are spread, confirming that the most probable hypothesis of the ventricular oversensing is myopotentials. The ventricular lead is implanted in the apex and is an integrated ICD lead, leading to a longer sensing dipole. Since the patient is pacing dependent, programming is proposed here below to blind the myopotentials: v sensitivity from 0,4 to 0,8mv to suppress 75% of the oversensed ventricular beats. Vf persistence to 20 cycles to decrease the number of inappropriate charges and decrease the risk of inappropriate shocks following the analysis performed with the provided data, no general malfunction is suspected on the subject device that functioned as per specifications. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the right ventricle lead is detecting noise. The lead was replaced one month ago and it is still detecting noise. The patient is dependent. Where the noise is coming from?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported issue: there is ventricular oversensing on the right ventricular channel. The device has been implanted on (B)(6) 2022. From the provided data, the right ventricular lead (ICD lead) is boston reliance 4 front (s/n (B)(6)) which is an integrated bipolar ICD lead. The subject device has been implanted on (B)(6) 2022. From the provided data, the right ventricular lead (ICD lead) is boston reliance 4 front (s/n (B)(6)) which is an integrated bipolar ICD lead. The manufacturing process as well as device history reports show that the device has been manufactured and delivered to the field following all applicable procedures. On (B)(6), the ventricular lead present with stable electrical measurements. The ventricular oversensing occurred for the first time on (B)(6) 2022. All recorded episodes from (B)(6) 2022 to (B)(6) 2024 presents with ventricular oversensing. The date and the time of these episodes are spread, confirming that the most probable hypothesis of the ventricular oversensing is myopotentials. The ventricular lead is implanted in the apex and is an integrated ICD lead, leading to a longer sensing dipole. Since the patient is pacing dependent, programming is proposed here below to blind the myopotentials: ¿ v sensitivity from 0, 4 to 0, 8mv to suppress 75% of the oversensed ventricular beats ¿ vf persistence to 20 cycles to decrease the number of inappropriate charges and decrease the risk of inappropriate shocks following the analysis performed with the provided data, no general malfunction is suspected on the subject device that functioned as per specifications. This case is retained and utilized for trend purposes.